Manufacturer narrative:
The pump was returned to moog and subjected to a number of mechanical and flow-related tests. The complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the pump did not alarm when air was in the bag. Specifically: "the pump is not alarming when there is air in the tubing or the bag is empty, and will continue pumping air to the child. Mother is using breastmilk in this pump." The distributor's own testing showed the pump performing as expected. Even so, they sent it along to moog due to the nature of the complaint. The pump had been set to deliver 266 ml of breast milk at a rate of 38 ml/h.